Event description:
It was reported that pt received a zimmer hip replacement in 2007. She was thrilled with the results, and wrote a testimonial to that effect. But less than 9 months later, she began experiencing pain. Now, at the 2 year anniversary, the pain is much more severe and her surgeon tells her she will need to undergo another hip replacement surgery to correct the problem with the zimmer implant. Revision is set for 2009.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in 2008. Should additional information become available that changes this assessment, and amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer considers this case closed.